Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant, post defibrillation testing (dft), the patient with this device exhibited a small cerebral infarction/stroke. No further intervention was required; however, the physician inquired with boston scientific's technical services (ts), if data supports a greater stroke risk post sicd implant verses a standard transvenous system. This specific patient has known ebsteins anomaly, sinus rhythm. S-ICD implant was performed under general anesthesia. Dft testing was performed successfully, with the small stroke observed approximately 3-4 post implant. A meeting with the physician has taken place to further discuss the case findings. To date, this device remains implanted and in service.